Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone#: (B)(6).

Event description:
The customer reported that alarms were displayed but were not audible. It is unknown if the device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
No functional testing was performed. The philips remote service engineer (rse) spoke with the customer and learned that the event occurred on september 8th between 11:30 am and 1:00 pm. The rse requested that the audit and error logs be forwarded for review. Despite numerous attempts, no additional information was provided. Therefore, the reported problem was not confirmed. Philips is unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. If additional information is received the complaint file will be reopened.